Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. Customer stated that blood glucose ranged from 200 to 300's. Customer's current blood glucose reading was 159 mg/dl. Nothing further was reported.